Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a blood glucose (bg) value into the carbohydrate screen instead of the bg screen during bolus delivery. Customer did this twice. Subsequently, too much insulin was delivered. Blood glucose (bg) was 45 mg/dl. Juice/sugar were consumed to address bg. Customer went to the emergency room and was admitted to the hospital. Intravenous drip/insulin were administered. Customer was discharged on (B)(6) 2018. Low bg was resolved. Tandem technical support discussed the over-delivery with the contact.